Event description:
Information was received from a manufacturer representative (rep) regarding an external device. Caller reports patient is having difficult time connecting to their implant. Caller reports the implantable neurostimulator (ins) is currently dead, and the patient has not been able to charge for about 3 months, the rep was notified sometime last week. Caller reports with them pressing really hard, they are finally able to get the passive recharge. Caller reports they can feel all four corners of the ins, it does not feel its deep. Caller reports they do not have a spare recharger to try. Caller reports the recharger cord does look a little worn. A replacement recharger (rtm) was sent out. On (B)(6) 2024, patltr (con): additional information was received from a patient (pt). It was reported that the cause of the inability to charge the implantable neurostimulator (ins) was unknown. They met with a manufacturer representative (rep) to adjust and received a new charger. The patient reported that the issue has not been resolved and will probably require another surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1, b2 and h1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient wrote back saying they had ins replacement surgery on (B)(6) 2024.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the inability to charge the implantable n eurostimulator (ins) was unknown. They met with a manufacturer representative (rep) to adjust and received a new charger. The patient reported that the issue has not been resolved and will probably require another surgery. The patient wrote back saying they had ins replacement surgery on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 97716 serial# (B)(6): product type: implantable neurostimulator (ins) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) stating they just did patients replacement today, (B)(6) 2025. They will send in battery today (B)(6) 2025.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.